Event description:
A medtronic representative reported that, while in a spinal fusion procedure, using an o-arm and a stealthstation s7 system, the surgeon alleged an inaccuracy of approximately 2-2.5mm in superior/inferior orientation. Two times, the surgeon placed the screws, re-imaged, deemed the screws were incorrectly placed, and removed the screws. The surgeon placed the screws again, without navigation and without o-arm imaging. The surgeon tapped the reference frame to the patient on the drape. There were no unused images/spins. The procedure lasted 5 hours longer than expected and the incision was elongated by one vertebral level. The surgeon had discontinued the use of navigation and completed the procedure with the use of a c-arm.

Manufacturer narrative:
Patient weight unavailable from site. Medtronic representative at the site tested the system and was able to replicate the reported issue. Site was instructed in correct technique for reference frame attachment. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Correction: the fourth sentence should have read: the surgeon taped the reference frame to the patient on the drape. Evaluation: alleged inaccuracy was reproduced during simulated use testing by a medtronic representative which prompted a recalibration of the stealthstation/o-arm trackers. After recalibration was performed the system was tested and performed properly. No further issues reported since calibration completed.